Event description:
A caller reported that the t:slim x2 pump battery was not charging, and a power source alert appeared in the pump history. There was no adverse impact to the customer's blood glucose level. The issue resolved after the customer switched charging supplies, using the original tandem wall adapter and charging cable, and the pump began charging again without further assistance required.